Event description:
Original surgery to implant the spinous process plate occurred (B)(6) 2015 at t2. Pt developed a herniated disc post-operatively that was unrelated to the initial surgery. It was also reported that the pt had a seizure. Revision was performed (B)(6) 2015 (due to herniated disc), during which the plate was found to be loose. No pt injury reported. Plate was replaced and pt is doing well post revision. Pt activity level, bone quality, and compliance with post-surgical instructions are unk.

Manufacturer narrative:
(B)(4). No radiographs confirmed the event were received. Device was discarded by hospital and no further investigation can be completed at this time. A seizure was reported prior to event but it is unk if the seizure and possible fall contributed to the event. The root cause of this reported event has not been determined; no conclusion can be drawn. Review indicates no adverse trend exists for fault type.